Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes. It was further noted that numerous of pause episodes were detected since implant which appeared to be positional. The icm was reprogrammed and remains in use. No patient complications have been reported as a result of this event.